Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
It was reported by the aci vascular closure specialist that a male patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the right common femoral artery via a 6f sheath (model unknown). Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that while the patient was in the hospital in recovery, on the same night of the procedure, the patient began having pain at the right groin site. The patient reported pain at the access site to the physician via phone call on (B)(6) 2013. The patient came into the physician's office on (B)(6) 2013 at which time a CT (computed tomography) scan was performed after the physician noted that the patient's right leg was swollen and the patient reported pain at the access site. The patient was found to have a pseudoaneurysm measuring 1.9cm x 1.6cm. The patient was not hospitalized but rather seen as an outpatient at a different facility to have the pseudoaneurysm treated by thrombin injection. No further information is available.